Manufacturer narrative:
A bellatek® encode® healing abutment 4.1mm(d) x 5mm(p) x 4mm(h) (eha454) was returned for investigation. Visual evaluation of the as returned product identified normal wear from usage however, no damage. Functional testing was performed for the returned product with an in-house stock oss implant. The abutment seats as intended. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures were provided by the customer. Pictures shows product with no damage. DHR review was completed for the subject lot number (1226764). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1226764) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the healing abutment would not seat into the implant.